Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion and chest pain occurred. The target lesion was located in the mid to distal right coronary artery (rca). A 1.25mm rotalink¿ plus was used to treat the target lesion. During the procedure, it was noted that the burr got stuck beyond the distal lesion and was unable to be withdrawn. Force was applied to pull back the burr but with little success. A glyceryl trinitrate (gtn) was then given. A surgical team was consulted and experienced the same problem when trying to withdraw the burr manually. Eventually, the burr was pulled out with no surgical intervention. The patient experienced chest pain during the procedure. The procedure was completed by implanting 3 non-bsc stent. No further patient complications were reported.